Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm (alarm 16) occurred. Tandem technical support assisted the customer with resetting the pump; however, the alarm reoccurred. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 123 mg/dl.